Event description:
It was reported the patient saw the healthcare provider and manufacturer representative in (B)(6) 2013 and was told 2 of his 6 leads were no longer functioning.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot# j0540365v, implanted: (B)(6) 2005, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).